Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka e1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was sample leakage from the hub-tubing connection on one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. No physical samples were received. The evaluation of these photos indicated blood leakage from the tubing at the top of the cannula hub. Additionally, ten retained samples were used for functional tests, and no leakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was sample leakage from the hub-tubing connection on one device. No adverse impact was reported regarding the patient or user.